Event description:
It was reported that during the procedure, t1 and t2 anchors deployed simultaneously. All t's were removed. T2 was deployed through the meniscus and no left outside of it. A backup device was available to complete the procedure with no significant delay or patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The complaint stated: ¿t1 and t2 anchors deployed simultaneously.¿ no t¿s or suture were returned with the device. The depth limiter was attached and was undamaged. The needle is bowed and bent toward the right. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The device still cycled and actuated as expected. Factors influencing successful anchoring include device ability, implant location and tissue condition. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed.